Manufacturer narrative:
It was reported by the user facility that the unit was heating out of specification upon delivery. The mode of failure was not confirmed as the unit was not available for further evaluation.

Event description:
It was reported via repair work order that the customer has alleged that the unit had failed the temperature test. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the customer has alleged that the unit had failed the temperature test. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.